Event description:
It was reported that the trial broke during insertion. No parts fell into patient. All parts accounted for. Patient and surgeon information are confidential. Procedure was completed with an instrument set. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional bottom. Performed a visual inspection from the provided photograph of item and found it to exhibit signs of repeated use nicked / gouged and the medial feature and the post have fractured off tasp was not returned. The device history records and the receiving inspection reports were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via photograph review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.